Event description:
It was reported that during a lobectomy procedure, after firing the device across the pulmonary artery, it started to bleed. Hemostasis was eventually restored and the artery inspected. The staple line was intact and hemostatic on the specimen side of the cut line. No staples were formed on other side; however, resulting in an unstapled, transected artery. A new similar device was opened and used to staple off the artery. There was no reported patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.